Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. The rise in impedance appeared to be gradual, beginning in may 2024. A vector breakdown was performed, subsequently, the clinical representative decided to reprogram the pacing vector for better impedance. No adverse patient effects were reported. This lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements. The rise in impedance appeared to be gradual, beginning in (B)(6) 2024. After a vector breakdown was performed, the clinical representative decided to reprogram the pacing vector for better impedance. No adverse patient effects were reported. This lv lead remains in service. Additional information was received, after the reprogramming of the pacing vector the impedance measurement had been in range. The patient remains under monitoring. No adverse patient effects were reported. This lv lead remains in service.